Event description:
It was reported that during a procedure the fiber melted and was cut at the base of the connector shortly after use of the device. An additional fiber was used and was determined to have the same issue. The procedure was not completed.

Manufacturer narrative:
E1. Initial reporter facility, address and phone number have been updated.

Event description:
It was reported that during a procedure the fiber melted and was cut at the base of the connector shortly after use of the device. An additional fiber was used and was determined to have the same issue. The procedure was not completed.